Event description:
Husband of patient, reported patient experiencing elevated blood glucose of 256 - 456 mg/dl. Her target blood glucose range is 125 - 130 mg/dl. Husband indicated the infusion device was underdelivering insulin, the alarm history on the device was inaccurate, and the previous empty cartridge and low cartridge alarms did not produce an audible sound. He stated that patient had a tremendous amount of scar tissue on her abdomen and that it is difficult to find a good area for the infusion site. Husband indicated that patient had a history of medical problems including a heart condition and dementia. He reported that patient had recently been placed on a diabetic medication which did not help. In 2006, husband indicated patient's blood glucose continued to be elevated. Patient's physician indicated that patient experienced a bladder infection which was "probably" the cause of the elevated blood glucose. Husband reported that he would continue to closely monitor his wife's blood glucose level and bolus accordingly. He stated that patient was feeling bad as a result of the hyperglycemia. Product was requested to be returned for evaluation.